Manufacturer narrative:
No samples nor pictures were received for analysis of this complaint. The device history record of reported lot numbers 6012514 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there was under delivery of chemotherapy 5fu dose. Per reporter it looked to be full however, the reservoir volume stated 0.5ml. When reviewing the pump report there was no issue documented on the pump. The delivery log showed; (B)(6) 2024 at 4:31 pump start, (B)(6) 2024 at 4:31 power up started, (B)(6) 2024 at 6:55 pump started, (B)(6) 2024 at 6:55 continuous rate began and (B)(6) 2024 at 4:44 pump stopped. There was patient involvement and unknown patient harm/adverse event reported.